Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer performed another load process and confirmed that the fill estimate was accurate. Customers blood glucose level was not impacted